Event description:
Healthcare professional (hcp) reported a patient was injected in the jaw and jawline with ¿3cc¿ of juvéderm volux¿ xc. Approximately two months later, patient experienced, ¿right side chin/lower jawline one nodule, firm to the touch and bruising¿.the patient stated, "my spouse accidentally slightly elbowed that area and a few days later is when they noticed the bruising and nodule". Four days later the patient was seen by hcp and ¿prescribed clarithromycin 500mg, bid for 14 days and suggested warm compresses¿. A week later the patient returned to the office reporting, ¿over the weekend they had drainage from nodule¿. The hcp prescribed moxifloxacin 500mg for 14 days. The patient continued with both the medications. A culture was administered and three days later the culture came back with "no bugs¿. Four days later the hcp called the patient who stated the antibiotics were causing nausea. Two days later the hcp suggested the patient start taking a probiotic. Six days after the patient reported ¿there are new bumps at all areas that I was injected". Hcp administered 3 vials of hylenex® and prescribed prednisone. The syringe has been discarded. Symptoms are ongoing.

Manufacturer narrative:
Clarification to section d. UDI number (d4): (B)(4). Clarification to section c. Suspect product: lot number: 963/3 continued h.6. Type of investigation code: b15, b18, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of drainage is a known potential adverse event addressed in the product labeling. The event of drainage is considered an unexpected adverse drug experience.